Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 01072532 case subject: npi 8100 error 246.4700 account name: st marys regional medical center account #: 6605500 asset name: 8100 pump module v9.33.0 asset location: contact: larry hummel contact email: larry.hummel@uhsinc.com contact phone: 580-249-3624 contact mobile: patient or user involvement: no patient or user harm: no case description: larry had error 246.4700 on lvp8100 sn (B)(4) failure device type: failure problem type: failure mode: case resolution: I recommended larry to replace logic board. Larry will replace logic board.